Event description:
Customer called to report the insulin pump was exposed to fluid when she went into the pool. Blood glucose reading at the time was 115 mg/dl. The customer forgot she was wearing the insulin pump. Troubleshooting was performed. Fluid can been seen under the display screen. Advised to disconnect from insulin pump and revert to backup plan as directed by a health care professional. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.